Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/16/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also revised to address pain. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/09/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). See report for product information received. Depuy synthes has been informed that the lot number is not available. Complaint to part 803-22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: stryker bone cement event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address femoral loosening at the cement/implant interface. Competitor cement was used.

Manufacturer narrative:
Examination of the submitted cutting guide confirmed one of the two saw captures has disassembled from the device. The root cause is being attributed to product wear out based on the overall condition of the returned device. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.